Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a salpingectomy laparoscopy, bilateral hysteroscopy with ablation tissue, hysteroscopy dilatation and curettage wi surgical procedure in (B)(6) 2024 and suture was used. During the procedure, per user facility medwatch form, #(B)(4), salpingectomy laparoscopy, bilateral hysteroscopy with ablation tissue, hysteroscopy dilatation and curretage wi surgical procedure was concluded, surgeon was suturing the incision sites. Preferred suture is being replaced, and the new one was used. While suturing the incision site, the suture thread broke multiple times. Surgeon was unsatisfied with the replacement suture. He believes the break in the suture may have caused a hematoma. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "...while suturing the incision site, the suture thread broke multiple times. Surgeon was unsatisfied with the replacement suture. He believes the break in the suture may have caused a hematoma" please confirm the number of sutures that broke during this procedure. How was the hematoma treated? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the hematoma? Were there any patient consequences? Is this device or samples from same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) please provide the source or name and title of the external person providing answers to follow-up.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: * please provide the source or name and title of the external person providing answers to follow-up. See info in signature line. Corrected data: d3 MFR email.